Event description:
Per the clinic, the patient experienced poor signal strength and discomfort around the implant site with device use. The patient underwent a surgical procedure on (B)(6) 2012, to reposition the internal device. The clinical symptoms were resolved, and the internal device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.